Manufacturer narrative:
Intuitive surgical, inc. (Isi) on 4/24/2023, reviewed RMA images of staple intertwined in cable was escalated to fae, and found as an instrument cable pulley rotates, it generates a force that pulls the cable through it. If a u-shaped staple is in the path of the cable, the force of the pulley can cause the legs of the staple to straighten out as its pulled in. Additionally, the tension of the cable passing through the pulley can also contribute to the straightening of the staple legs. It is likely a loose staple from a previous fire became entwined in the grip cable, pulling it partially through the pulley, and resulting in the wire straightening in some areas. Fae may be able to measure the length of the staple to determine a rough reload color/size - if it is still available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument had a wire broken. Failure analysis investigation observed a staple intertwined in the grip cable of the long bipolar grasper instrument returned on RMA 301858310010 linked to (B)(4). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did failure analysis did not confirm initial findings. There were no broken wires or cables observed at the distal end. The tool table was checked, and a number of reloads were used in the procedure. The diameter of the lodged component is also different from that of the grip cable bundles, and the lodged component has angled ends just like isi staples. It is likely that the staple accidentally got lodged in there due to inadvertent contact during the procedure.

Event description:
Refer to h10/h11 for follow-up information.